Event description:
Reporter indicated that vns pt had passed away due sudep (sudden unexplained death in epilepsy). It was reported that the pt had a seizure and fell between their bed and dresser and suffocated. Further follow-up revealed that no autopsy was performed. The death certificate listed the immediate cause of death as hypoxic encephalopathy, due to positional asphyxia with neck compression, due to seizure disorder, due to viral encephalitis. The manner of death was listed as accident. There is no evidence at this time that the ncp system caused or contributed to the reported event.